Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to grade 3 cystocele with accompanying anterior apical defect and sui. It was reported that the patient underwent excision of apical vault on (B)(6) 2012 concurrently with granulation tissue of foreign body and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.